Event description:
It was reported that the customer experienced high and low blood glucose levels and was hospitalized due to low blood glucose levels. The blood glucose reading was 10 mg/dl at the time of admission. The customer stated that she did not eat the morning and evening prior to the event, which led to low blood glucose. She declined troubleshooting as a result. She was treated with an intravenous drip and was discharged the same day after her blood glucose levels rose. The most recent blood glucose reading was 400 mg/dl. She stated that she was off of insulin pump therapy for about a day and required assistance with the rewind process. She was advised that the block feature was in use and was assisted with turning it off. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.